Event description:
Pnp nail broke at the transverse screw hole in a patient with oi. The broken nail was removed and replaced with another pnp nail. The operation took approximately 5 hours to complete.